Manufacturer narrative:
(B)(6) 2014. An analysis from the manufacturer is pending. (B)(6) 2014. (B)(4).

Event description:
On december 23, 2013 it was reported that this patient received shocks due to physiological noise oversensing on the ventricular lead. The patient has a recalled isoline 2cr-5 lead. The patient had 198 detections and 4 inappropriate shocks due to noise oversensing. Therapy history shows noise episodes with rates over 200bpm beginning (B)(6) 2013. Vf episode from (B)(6) 2013 shows ventricular noise oversensing. On (B)(6) 2014 the isoline lead was explanted and replaced with a vigila 1cr65 lead.

Event description:
On (B)(6) 2013, it was reported that this patient received shocks due to physiological noise oversensing on the ventricular lead. The patient has a recalled isoline 2cr-5 lead. The patient had 198 detections and 4 inappropriate shocks due to noise oversensing. Therapy history shows noise episodes with rates over 200bpm beginning (B)(6) 2013. Vf episode from (B)(6) 2013 shows ventricular noise oversensing. On (B)(6) 2014, the isoline lead was explanted and replaced with a vigila 1cr65 lead.

Manufacturer narrative:
An analysis from the manufacturer is pending. Device remains implanted.